Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported the system had an unstable x-ray output when moving from ap to lateral. No pt injury was reported.